Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. The pump had moisture damage on the electronics and motor. There was no vibration anomaly or blank display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that she got her pump wet when she was pushed into the pool and it did not work anymore. The customer stated that she changed the batteries but it still did not work. The customer was disconnected from the pump since the night before. The customer stated that the pump could not be turned on. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.